Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right atrial (ra) lead exhibited high out of range pacing impedance measurements of 2700 ohms and noise. It was noted sensing was fine on the lead, however during a device upgrade procedure the physician elected to surgically abandon and replace it due to concerns over integrity of the lead. No adverse patient effects were reported.